Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was not confirmed because the device was not evaluated for the reported symptom. Evaluation incorrectly addressed a low audio volume condition instead of the customer reported failure of a flow accuracy test during preventative maintenance testing. The device completed the evaluation process, and will be repaired and tested prior to release to ensure the device met all specifications.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during preventive maintenance testing. It was also reported there was no patient involvement.